Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a microclave connector that was being used on a triple lumen central line catheter on a patient in the intensive care unit (ICU). When the line was inspected, it was noted that two of the lumens were blocked, and the third lumen was patent. One of the blocked lumens had total parenteral nutrition (tpn) in the line. When the administration set was removed, it was found that the one-way valve on the connector remained retracted and air was noted in the line. The central line was immediately clamped off, the line was aspirated, a new connector was attached and the line was flushed. There was no adverse event reported.

Manufacturer narrative:
One 011-mc100, microclave clear connector was received and visually inspected. As received, the silicone seal of the microclave was stuck down. Seal tearing was present on the seal. No mating devices were returned with the sample. The microclave was disassembled and spike damage was identified. The reported complaint of seal stickdown was confirmed. The probable cause is access with an incompatible mating device. The dfu states: do not use needles or luer caps on claves. The microclave connector is compatible with luers with an internal diameter (ID) between 0.062" (1.55 mm) and 0.110" (2.8 mm).